Event description:
It was reported by the customer's mother that customer had high blood glucose level of 479 mg/dl. It was also reported that the customer received a motor error alarm, and also that insulin was squirting out on the insulin pump. Partial troubleshooting occurred. No additional info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.